Event description:
It was reported bd insulin syringes with bd ultra-fine¿ needle had a damaged needle shield. The following information was provided by the initial reporter: "...pulled a syringe out of plastic bag and found huge hole in (metal part) plastic orange cover."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-02-07. H6: investigation summary: customer returned a single syringe in a polybag for 0.3ml, 31 gauge, 8mm syringes from lot 0139098. The needle shield has been crushed apart on one side, leaving a void in the needle shield that stretches from its distal tip approximately one third of its length. A review of the device history record was completed for batch # 0139098 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Based on the images received, bd was able to confirm the customer¿s indicated failure of needle shield damage. Root cause: DHR, l2l dispatches, logbook entries were looked at, nothing was found pertaining to this defect. Root cause for this defect cannot be determined.

Event description:
It was reported bd insulin syringes with bd ultra-fine¿ needle had a damaged needle shield. The following information was provided by the initial reporter: "...pulled a syringe out of plastic bag and found huge hole in (metal part) plastic orange cover."